Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient sustained a head trauma (date not reported), resulting in the decision to explant the device on (B)(6), 2013; during the same surgery the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(4), 2013.

Manufacturer narrative:
This report is filed april 22, 2014.